Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to an unknown reason. The physician was dr.(B)(6) at (B)(6). No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).